Manufacturer narrative:
(B)(4). The analysis results showed that one long60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event reported could not be confirmed as the device performed as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired the device (4/5 times) with green and gold reloads. On the last firing, the surgeon could not release the device from the tissue. The surgeon used the manual release many times and the knife would not return. In order to remove the stapler from the patient, the surgeon had to open a long60a (echelon flex) and cut around the tissue in order to release the device. The procedure was prolonged by ten minutes. The patient is ok and recovering.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used- stomach. At what location on the tissue - fundus - last firing in sleeve gastrectomy. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids -no. On which firing(s) did this event occur -6th. If echelon, during which stroke did the event occur - last. What other color cartridges were used before and after this event green x2, rest gold was buttressing material utilized- yes if so, which product - seamguard. Was the instrument fired across or near an existing staple line or clip - unsure if residual clips at apex from previous firing. Were any unexpected noises heard - no. Were any of the forces higher or lower than expected (closing, firing, or opening) -no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention - no , grey button could not turn back round. Was there any difficulty removing the device from the tissue? Yes, the device would not release form the tissue. Is there any other additional information you would like to share about this device or procedure?